Manufacturer narrative:
The reported noise and inappropriate mode switching was confirmed in the laboratory via review of the egms. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic for system revision. Inappropriate mode switching was observed. The device was explanted and replaced. No further information is available.